Manufacturer narrative:
The product was not returned for evaluation. Emboli is included as a possible complication in the instructions for use (IFU) for the indigo lightning system. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2022, the patient underwent a medical procedure in the left pulmonary artery using an indigo system aspiration catheter 12 (cat12). On (B)(6) 2022, two days post procedure, a CT scan showed a new pulmonary embolus. The patient was treated with medication. It is unknown if the secondary emboli is an additional thromboembolic event or due to thrombus migration during the procedure. Left pulmonary embolus was reported to be an adverse event with a possible relationship to the indigo aspiration system and index procedure. The event is considered ongoing.

Event description:
On (B)(6) 2022, the patient underwent a medical procedure in the left pulmonary artery using an indigo system aspiration catheter 12 (cat12). On (B)(6) 2022, two days post prodecure, a CT scan showed a new pulmonary embolus. The patient was treated with medication (heparin and eliquis). It is unknown if the secondary emboli is an additional thromboembolic event or due to thrombus migration during the procedure. Left pulmonary embolus was reported to be an adverse event with a possible relationship to the indigo aspiration system and index procedure. The event was considered resolved as of 12 jan 2023.

Manufacturer narrative:
Please note that the following section was updated based on the additional information received from the clinical team on 12march2025: 1. Section b. Box 5. Describe event or problem.